Event description:
A vague report was received that the pump delivered 15 ml/hr when programmed at a rate of 18 ml/hr while the pump was reportedly in clinical use. No add'l specific clinical info was received. No pt injury was reported.